Event description:
Boston scientific became aware of the event involving an spaceoar hydrogel system, through the article "a randomized feasibility trial of stereotactic prostate radiation therapy with or without elective nodal irradiation in high risk localized prostate cancer written by orla a houlihan, mb bch et al." Per the article, between (B)(6) 2016 and (B)(6) 2018, 51 patients were given patient information sheets for the study of these 31 patients were randomized. The patients underwent a spaceoar hydrogel injection, three fiducial markers were placed transperineally. The patients were treated either with sabr or prostate plus pelvic lymph nodes (pn-sabr). Patients that were treated with p-sabr received 36.25 gy in 5 fractions for 29 days and the ones treated with ppn-sabr received 25 gy/5 fractions, the toxicity information was collected weekly at each treatment and at 6 weeks and 3 months. The patients developed non serious late toxicity due to the radiation effects. This event was created to report the patient that was excluded before the sabr, due to the infiltration in the rectal wall of the hydrogel. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Block b3: the exact date of the event is unknown. The provided event date, 02/25/2023, was chosen as the best estimate based on date the article was accepted to published. Blocks d4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block g2: literature source houlihan, oa et al. A randomized feasibility trial of stereotactic prostate radiation therapy with or without elective nodal irradiation in high-risk localized prostate cancer (sport trial). Int j radiat oncol biol phys (2023); 117(3): 594-609. Block h6: imdrf device code a1502 is being used to capture the reportable event of gel misplaced-non vascular.